Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. When asked the cause of death, the caller stated that the customer fell, hit her head, had a massive stroke, and passed. The customer had neuropathy, and very high and very low blood glucose. The customer had infections in the past. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected for four days prior to death. The caller stated that the customer did not wear the insulin pump at night, per health care provider. The customer did not use sensors. The caller stated that they do not have the customer's insulin pump but they are willing to return it for analysis if it is found. The caller stated that if they find the customer's insulin pump they will call back.